Event description:
Am, an assisted living facility resident, fell forward out of the wheelchair, landing on her face. Was sent to hosp where she was found to have sustained a fractured nose, and lacerations to the nose and upper lip, which required sutures. She was returned to the alf and demonstrated decline over the next days, dying on (B)(6) 2018.